Event description:
The customer reported the endoecho ultrasonic gastrovideoscope displayed an e004 error message and there was no ultrasound image displayed. The issue occurred when preparing the scope for use in a diagnostic procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint could not be reproduced during evaluation; however, the occurrence was likely. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified as the event was unable to be reproduced. Olympus will continue to monitor field performance for this device.